Event description:
It was reported that the customer experienced low blood glucose levels (15 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.